Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a discrepant integrated circuit.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a discrepant integrated circuit. Further analysis confirmed that the discrepant integrated circuit also contributed to the reported noise problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
New information indicates the device exhibited noise.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.